Event description:
It was reported that a large volume infusor had the coil cap detached. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured on june 26, 2014 to june 27, 2014. Evaluation summary: the sample was returned for evaluation in its original sealed packaging. During a visual inspection of the set it was identified that the coil cap was separated from the housing. The separation was due to a housing malformation. The cause of the malformation is unknown. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.